Event description:
To complete an arthroscopic rotator cuff repair revision, the physician utilized a magnum2 knotless implant. After the bone hole was drilled, the anchor was inserted and the sutures were tensioned. Upon deployment, the physician noted the inserter handle to partially rose up out of bone hole. The anchor wing was seen outside the bone hole. The physician elected to use the implant even though the anchor was not seated properly within the bone. The physician tapped the anchor wing into the bone hole and completed the procedure. No pt complications were reported as a result of this event.

Manufacturer narrative:
As indicated above, the device was not returned for eval. The instructions for use for the above-referenced device contains the following warnings and precautions: incomplete insertion of poor bone quality may result in implant pullout.